Event description:
The clinic reported that a laser vision correction patient presented with striae in the left eye one day post treatment. The surgeon recommended lift and stretch, which was performed on (B)(6) 2013. Account reported there was no loss of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.